Manufacturer narrative:
(B)(6). (B)(4).   Device evaluated by MFR: returned product consisted of the nc emerge balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 7mm longitudinal tear in the balloon wall at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
Reportable based on device analysis completed on 29-jun-2017. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the calcified mid right coronary artery (rca). A 4.00mm x 12mm nc emerge® balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.